Event description:
It was reported that one week post implant, high and raising thresholds were noted on the right ventricular (rv) lead. Undersensing was also noted on the rv lead. The rv lead was revised and successfully repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.